Manufacturer narrative:
The pump has been returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. The keypad button contacts were inverted. Unrelated to the complaint the display screen was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the arrow buttons required several hard presses to activate desired pump functions. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.